Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Physio also did observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver energy during the user test of their device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the device¿s main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device did not deliver energy during the user test of their device. There was no patient use associated with the reported event.